Manufacturer narrative:
Pc (B)(4). Batch # t5ez0n. Investigation summary the analysis results found that one psee45a device was returned with the anvil knife slot damaged, and with two gst45d reloads present. The reload was received partially fired 1/2. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the reason for the colostomy? Does the surgeon believe the colostomy was a result of the difficulties experienced with device or were there other contributing factors? Did the patient undergo radiation or chemotherapy? Was the tissue extremely thick? Where was the tumor located? How low? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the powered echelon 45mm (psee45a) endocutter was used in a laparoscopic ultra-low anterior resection case (which midway during the case had to be converted to a laparoscopic hartmanns procedure). The psee45a was used to perform the distal transection (at the mid-rectum location) in this procedure. As part of the procedure, a pfannenstiel incision was created and fixated with an alexis wound protector to allow better access to the deep pelvis. After the proximal transection was done (performed with a linear cutter), further dissection was done towards the distal rectum direction. When the time came for the distal transection to be performed at the mid-rectum region, the psee45a with a gold gst 45mm reload (gst45d) was introduced through the pfannenstiel incision by the surgeon. The position of the psee45a was then adjusted and the jaw articulated to clamp on the mid-rectum region. Successful clamping of the jaw to the mid-rectum was achieved. The surgeon then begun to initiate the firing sequence as per standard instructions for use of the psee45a. After the firing sequence was initiated, the audible motor sound was heard, indicating the stapling process had commenced. After the audible sound was not heard anymore, it was assumed that the stapling procedure had finished and hence surgeon attempted to open the jaw of the psee45a from the mid-rectum as per the instructions for use. However, surgeon was not able to open the jaw of the device despite squeezing the closing trigger and pushing the anvil release button. Surgeon had repeatedly tried to open the jaw. After being unable to do so, it was suspected that perhaps the stapler had encountered a stapler lockout. Hence, the reverse knife switch was slid forward to return the knife back to the home position. The knife was successfully returned and the jaw of the psee45a was able to be opened. Since the stapling process was not done laparoscopically, clear visualization of the psee45a during the stapling sequence was inadequate to visualize the position of the knife. Suspecting that it was a stapler lockout issue, the psee45a was reloaded with a new gst45d, and stapling of the mid-rectum was attempted again. After positioning the psee45a on the mid-rectum again, it was able to be clamped on the mid-rectum successfully. The firing sequence was initiated, and the audible motor sound was heard. After the audible sound was not heard anymore, surgeon attempted to open the jaw from the mid-rectum, however the same issue as stated above was encountered. The jaw of the psee45a would not open, even after multiple attempts to do so. The reverse knife switch was slid forward to return the knife back to the home position and the jaw was only now able to be opened (similar as stated above). Suspecting that there may be an issue with the stapler, the scrub nurse proceeded to inspect it and noted that there was an abnormality with the anvil of the psee45a. The anvil pocket channel of the psee45a was spotting a bowing out displacement from the anvil metal jaw (out of alignment). Further inspection of the two reloads that were fired showed that the reloads were only fired approximately one quarter of the staple line length (based on inspection of the staple drivers). Therefore, this shows that the reload cartridges were not fired the full 45mm in length on both occasions on the patients mid rectum and that the stapling attempts were not successful. This is suggestive that the defect in the anvil jaw had obstructed the stapling sequence. Decision was then made to replace this faulty psee45a with another new psee45a unit. The new unit of the psee45a was opened and loaded with a new gst45d reload. The psee45a was then, like earlier, introduced to the mid-rectum region and clamped on the tissue. The tissue was successfully clamped and firing sequence was initiated. The audible motor sound was heard and then the sound had stopped. The surgeon then attempted to open the jaw and the jaw was successfully opened at the first attempt of doing so. The stapling process was completed throughout the staple line of the reload cartridge and there was no error or difficulty encountered with the device. The psee45a was subsequently reloaded three more times with the gst45d so that three more firings could be performed to complete the transection at the mid rectum region. The mid rectum region was now successfully transected. After the transection of the mid-rectum, a colostomy was fixated for the patient and no anastomosis was performed. Surgeon had opted not to perform the anastomosis as several factors made it unfavorable to do so. Feedback from surgeon was that the tissue condition in this case was suitable for stapling. Additionally, surgeon had noted that the patients tumor was bulky, and the rectal dissection was difficult. The distal position of the tumor made the procedure challenging. Surgeons opinion was that the error of the psee45a had prevented the initial two firing sequences to be successfully completed as well as noting the audible motor sounds ends prematurely.

Manufacturer narrative:
(B)(4). Date sent: 2/3/2021 two photos received. Upon visual inspection of two photos, the following was observed: the photos show a device from jaws area and the knife slot was noted to be damaged. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Additional information was requested, and the following was obtained: 1. What was the reason for the colostomy? Answer: colostomy was performed due to unable to perform anastomoses at lower rectal area and difficulty to access. 2. Does the surgeon believe the colostomy was a result of the difficulties experienced with device or were there other contributing factors? Answer: other contributing factors as well. 3. Did the patient undergo radiation or chemotherapy? Answer: does not recall. 4. Was the tissue extremely thick? Answer: tissue was ok but in limited space for firing. 5. Where was the tumor located? How low? Answer: at mid rectum region as this is ultra low anterior resection. 6. What is the current patient status? Answer: discharged home.